Event description:
There was no pt involved in this event. This device malfunctioned because the device was emitting the "device service required" and "low battery warning prompt". A device emitting this warning message has identified a fault with the device and if left undetected could result in the failure of the device to deliver therapy if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until a failed self-test on (B)(6) 2011. The user was alerted by an audible beep and flashing red led status indicator. On inspection of the pad device an inconsistent voltage measurement was found which would indicate a fault with the pogo-pins. Testing indicated that under load the current flow through the pogo-pins was sufficiently reduced when then pad-pak was agitated to trigger the low battery warning. The fault appears to have developed over time. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.